Manufacturer narrative:
Analysis: to date, the product has not been returned for analysis. Review of the labeling for this device instructs the user to not use the weighted sump within the heart, as the wire winding could become ensnared within the cords of the valves. The info indicates that this product was used within the pt's heart, which resulted in the product becoming entangled within the cords. Conclusion: user interface caused the event. The detached segment of the cannula remains within the pt, with no reported adverse pt outcomes.

Event description:
Medtronic received info that during a mitral valve replacement procedure, this pericardial sump became entangled in cardiac tissue. While attempting to remove the sump from within the pt's heart, the wire end of the sump stretched and ultimately detached from the cannula. An x-ray confirmed that the cannula had lodged in the left superior pulmonary vein. Attempts to extract the cannula were abandoned in the interest of limiting cross clamp and bypass time as the missing piece of cannula was not retrievable. The surgeon weighed the risk of removal with risk of leaving in place and the clinical judgement warranted completing of procedure and getting the pt off pump. X-rays over consecutive days confirmed the cannula segment remained lodged in the original location. To date, the info indicates this cannula segment remains within the pt.